Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer connection attempt was failed. A technical support specialist (tss) remoted in and instructed customer on how to turn the drawers back on; however, although the drawers were in the on position, no power was reaching the cabinet. Further investigation revealed that the cabinet was plugged into a red outlet, which is typically connected to generator backup power. It was explained that generator testing or issues with the red outlets could disrupt power to the drawers. The customer confirmed there were no alternative non-red outlets available and was advised to contact facility maintenance to verify any issues with the generator outlets. Subsequently, power was restored and the drawers were confirmed to be back online. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failure occurred, and a drawer connection attempt failed after a medication issuance attempt. The customer reported that although the drawers were in the powered-on position, no power was reaching the cabinet. Review indicated that the cabinet was plugged into a red outlet. The customer reported that no alternative non-red outlet was available at the location. The customer was advised to contact facility maintenance to verify whether generator testing or power issues related to the outlet could be contributing to the drawer power failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.